Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, right superficial femoral artery. The armada 35 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. The balloon ruptured below nominal pressure. The device was removed and another armada balloon dilatation catheter was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected catalog number from unk to b2060-200. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. It is likely that the rupture occurred due to interaction with lesion calcification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The additional information was received subsequent to medwatch, the balloon ruptured at 14 atmospheres during the first inflation. No additional information was provided.